Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during the implant procedure that the patient developed pneumothorax during the subclavian puncture. The device and leads were able to be implanted, although high threshold values were observed on the right ventricle (rv) lead. All other sensing values were normal, and the patient was put in ICU for continued monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed pneumothorax during the subclavian puncture; however, the procedure continued, and was completed successfully. High threshold values were observed on the right ventricular (rv) lead, although all other sensing values were normal. The patient was put in ICU for continued monitoring. No additional adverse patient effects were reported. Additional information: an update was received from the field rep indicating that medical intervention was performed to reprogram the device. The threshold values returned to normal; therefore, no surgical intervention is necessary. The patient is not pacemaker dependent, and will continue to be routinely monitored. There was no evidence of loss of capture or pauses more than 3 seconds.